Event description:
It was reported that emergency medical services were called when customer was confused and her blood glucose was between 300 and 400 mg/dl. She was taken to the hospital and had the flu as well as pulmonary hypertension. The customer's blood glucose was over 600 mg/dl and she was found unconscious. It was also reported that in (B)(6) 2014, the customer's blood glucose was over 600 mg/dl and had the flu. She was found asleep and went to the hospital via ambulance. Customer was going into a diabetic coma. Customer also stated she slipped on ice and saw a doctor, who gave her cortizone and steroids, which the customer stated she started on the date of the report. Her blood glucose was 598 mg/dl when she got home from hospital and she injected insulin. She further stated when she first started using the pump, the infusion set cannula was bent and the insulin pump did not alarm for an occlusion, and she had had two or three bent cannulas since. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.